Event description:
A peritoneal dialysis (pd) patient experienced a leak from a transfer set which was due to a small hole on tubing. Subsequently the patient developed peritonitis. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. Visual inspection by naked eye and magnification observed a small pin hole in the silicone tubing, near the bushing. A leak was observed from the small hole in the tubing which was due to a pin hole in the silicone tubing.the reported condition was verified. The cause of the pin hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.